Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refn0893 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by health professional "we had an interesting event on (B)(6) 2021. One of our nurses was placing a PICC and it didn¿t feel right. She attempted to remove it and it knotted inside of the patient. The patient had to be transferred to a larger hospital for PICC removal."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter knot is confirmed. One 5 fr dl powerpicc catheter was returned for evaluation. A completely formed knot was present in the catheter near the 43 cm depth marker. Blood residue was visible on the catheter surface and a statlock securement device was attached to the securement wing of the hub, which confirms the device was used. Microscopic observation of the knot revealed it to be tightly wound. The catheter wall thickness was measured at the distal end and was found to be within manufacturing specification. Based on the description of the reported event, possible contributing factors include repeated advancement and retraction against resistance leading to a knot formation. The insertion location and patient anatomy may have also been contributing factors. Since a knot was observed to have formed on the catheter, the complaint is confirmed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by health professional "we had an interesting event on (B)(6) 2021. One of our nurses was placing a PICC and it didn¿t feel right. She attempted to remove it and it knotted inside of the patient. The patient had to be transferred to a larger hospital for PICC removal. "